Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed

Event description:
It was reported that during a shift check when an autopulse li-ion battery was placed into the multichemistry (mc) charger it indicated that the battery was fully charged. However, when this particular battery was placed into the autopulse platform, customer stated that it was "dead." Other batteries used with the same platform were functional. This battery (s/n (B)(4)) however, experienced the same issue with multiple platforms. Manufacturer has requested additional information, however, no further details have been obtained. No patient involvement was reported.